Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were loading incorrectly. They were loading into the jaws sideways. The trigger was slow to release and clips were ejecting from the jaws. The fallen clips were retrieved from the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected six clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.